Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had changed out the set and the battery, but customer thinks the pump is not giving insulin. Customer's blood glucose level was 300 mg/dl. Customer stated that she was urinating a lot. Customer has not received any alarms on the pump. Customer has treated with a bolus and a shot. Customer declined troubleshooting and wanted the pump replaced. Insulin pump will be replaced. No further assistance needed.